Event description:
It was reported that the video system center monitor was not receiving a signal. There were no reports of patient harm.

Manufacturer narrative:
The evaluation of the event is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. Device was not returned for evaluation and could not be evaluated, and the customers allegation could not be confirmed. Based on the results of the investigation, a definitive root cause cannot be identified, however, after reseating the connection cables the customer stated the device was working. DHR review: unknown serial number and cannot be confirmed from sales and distribution records. Labeling review: not applicable because the malfunction was not caused by a misuse of users. Olympus will continue to monitor the field performance of this device.